Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7143908.

Event description:
It was reported that the patient underwent a revision procedure wherein the linear leads were replaced with a paddle lead. Computed tomography (CT) scan was taken and confirmed that the leads were anterior, however, was unable to determine if migration occurred. The patient was doing well postoperatively and the explanted devices were not returned. No device malfunction suspected.